Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2003, the patient presented with pre operative diagnosis of large midline l5-s1 disc extrusion recurrent and underwent 1) total laminectomy, bilateral facetectomy and bilateral discectomy at l5-s1. 2) posterior lumbar interbody fusion with hydra-sorb and bmp 3) pedicle screws and rods,l5-s1 4) in situ autograft, l5-s1 per operative report: ¿¿ I initially placed my contralateral hydra-sorb device with bmp and packed it in. There was 3 mm of countersink. The device measured 10 mm x 22 mm. On the left side, I then placed bone which I had recovered from the bone catcher in the midline against the previously placed hydra-sorb device. I placed a bmp sponge anterior to this and the bone was placed posterior to bmp sponge. I then placed my 10 mm x 22 mm hydra-sorb device with 3 mm of counter sink.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.